Manufacturer narrative:
(B)(4).

Event description:
It was reported that before implant, a low battery voltage was observed. Another device was implanted. The patient's condition is fine after the event.

Manufacturer narrative:
The complaint is verified. Analysis found a defective capacitor on the hybrid which caused high current drain resulting in premature battery depletion.